Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reasons for reoperation: capsular contracture, baker grade unknown, migration, suspected/actual rupture/deflation, and change shape/size/style.

Event description:
Healthcare professional reported via nbir right side capsular contracture, baker grade unknown, "device migration/implant malposition," "suspected/actual rupture/deflation" and "change shape/size/style." The device has been explanted.